Manufacturer narrative:
The initial report was reviewed by management, it has been determined that this report was submitted in error.

Event description:
A customer's parent reported via phone call indicating that they received a power error on the customer's insulin pump. The patient's blood glucose level was 11 to 13 mmol/l at the time of the call. The parent stated that there were no significant events that could have led to the issue. The parent was assisted with programing a bolus and they were successfully able to deliver a bolus. The customer was not with the parent at the time of the call. The customer returned the device back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the pump alarmed low battery and then an alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump passed the functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected delivery stopped alarm noted. The insulin pump had a scratched case, cracked battery tube threads and a pillowing keypad overlay.

Manufacturer narrative:
The purpose of this report is to clarify the manufacture reports created for this complaint. The initial report was created in error due to event was not reportable at the time of review. For this reason follow up # 1 was created to clarify the report was created in error. However, additional analysis information, which was received on (B)(6) 2016, changed the reportability decision to reportable. The analysis was reported under follow up #2.